Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and a broken force sensor which was detected during seating or regular delivery. The customer¿s blood glucose level was 95mg/dl. The customer also reported that insulin pump had cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test. Device received a broken force sensor was detected during seating or regular delivery because the force sensor cable is incompletely plugged in. Device received with cracked case on the back at the battery tube area and belt clip rail case corner. Device received with damaged serial number label.